Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-03150. It was reported that lead migrated from t-7/8 location to the t-9/10 location. The migrated lead and anchor were explanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable. It is unknown which lead and anchor was explanted therefore both are being reported.